Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced six shocks due to apparent sinus tachycardia. It was noted that this is the second time this has happened to the patient. The therapy was not exhausted. Boston scientific technical services (ts) discussed reprogramming options. The device was reprogrammed and patient will be monitored. No additional adverse patient effects were reported.